Event description:
It was reported that BD alaris PCA kit had connection issuesThe following information was received by the initial reporter with the following VerbatimIt was reported by customer that the tubing is cracking because the connection is too tight

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed